Event description:
The electrosurgical unit (esu/generator) was involved in a pt incident. The pt underwent an endoscopic retrograde cholangio-pancreatography (ercp) and subsequent papillotomy. In attempting to cut the endo cut mode, excessive bleeding occurred. A sclerotherapy injection was given to the pt to control the bleeding. It is not clear if any other medical intervention was performed. However, the pt is now fine.